Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the software failures. A technical support specialist found that network backup is disconnected, reconnected the network backup and rebooted the ciisafe to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis ciisafe system, the station stuck on the loading screen, repeated attempts to reboot the system for recovery were unsuccessful. The customer stated that there was a delay in getting medication needed for the patient. However, user was able to issue medication to the patient during the malfunction. There were no adverse events or injuries reported based on this event.